Event description:
It was reported that during enucleation of the prostate, the fiber stopped emitting energy. A second fiber was used, and the debris shield was replaced but there was a clicking sound coming from the new fiber. The procedure was completed with a morcellator. No patient complications were reported. After product evaluation, a fiber body break was found.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that it was received in three pieces; a fiber body break is observed. The connector was completely separated from the fiber, the area where the fiber body separated from the connector had burn marks and the tip was degraded. The console read: error #67: fiber expired! Connect new fiber and resume operation. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. In this case, the customer mentioned that a clicking sound was heard which is indicative of blast shield damage. It is likely that the interaction between the fiber and blast shield may have led to the connector overheating causing the burn marks observed on the connector face, this overheating then led to the connector separation observed. The instruction for use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l lp fiber, verify that the ball tip is complete and not damaged. The investigation did not identify any abnormality in manufacturing or design. Therefore, the investigation conclusion code assigned is cause traced to component failure.